Event description:
A person was delivered to the hosp emergency room exhibiting symptoms of an acute myocardial infarction. The pt went into a ventricular tachycardia rhythm and an attempt was made to administer a countershock using the device. The defibrillator allegedly failed to charge. A backup defibrillator was made available and used with no other problems reported. The pt was converted to a junctional rhythm but expired later. The rptr indicated the device did not cause or contribute to the pt's death. This opinion was based on the timely and successful use of a backup defibrillator.